Event description:
Caller reported a malfunction on the pump, specifically malf 12, but no significant events preceded this issue. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance in resetting the pump from technical support and was informed to continue using the pump, with instructions to call back if the malfunction recurs. No further actions were taken as the issue did not recur after the reset.